Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had site issues. The customer had hit the vein one time. The customer's blood glucose level during the incident was 200 mg/dl. The customer also reported that their blood glucose levels have been running within the range of 40 mg/dl and 50 mg/dl. The customer declined troubleshooting for the low blood glucose and high blood glucose. The site did not show any signs of infection. There was some swelling but it became okay. There was blood on the site and the customer could not move for a little bit because it had hurt so badly. Troubleshooting was performed for the site issues. The customer was advised to monitor the next site she puts it in and to call back if issues persist.